Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was due to a supply bag disconnecting. Lot information is unknown; therefore, a batch review was not completed. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter's after hours call service that the homechoice (hc) machine sounded a system error 2240 alarm during dwell 5 of 5. The patient was connected to the machine. The technical service representative (tsr) determined that last fill bag became partially detached from set up causing the alarm. The tsr assisted the patient to clear the alarm to end therapy and contact the peritoneal dialysis renal nurse for direction regarding the extroneal bag that was not infused. No clinical consequences for the patient were reported.